Manufacturer narrative:
The manufacturer previously reported: the manufacturer received information alleging a "service required" alarm condition occurred. There was no harm or injury reported. Error codes: e-133, e-290, e-344; the manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. New information: the device was sent to a third-party service center for evaluation. During the evaluation of the device at the third-party service center, the following issues were confirmed: obm pca requires replacement, obm gasket is leaking, the device needs to be calibrated to address error code (344), ac power cord retainer is missing, and the handle o-ring is damaged. Additional information to section d: device serviced by third party. Section h: problem code, eval method code, eval results code, component code and conclusion code.

Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. There was no harm or injury reported. Error codes: e-133, e-290, e-344. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.